Event description:
It was reported that the patient's blood glucose level (bg) rose to 20 mmol/l (360 mg/dl) while wearing the pod between 1 and 4 hours. It was also reported the pink slide insert did not move forward, indicating that there was a needle mechanism failure. Information on treatment was not provided. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.